Manufacturer narrative:
This report is filed, april 27, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced discomfort at the implant site subsequent to an MRI that was performed (date not reported) without magnet removal, due to other medical issues. Subsequently on (B)(6) 2016 the patient underwent an in office procedure to have the dislocated magnet removed and a new internal magnet placed. The implanted device remains.